Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'system error 345' was not reproduced. The pump was found to function as intended. A review of the event history log (ehl) revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor was observed to be pealing and therefore the upstream sensor requires replacement per the service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.